Event description:
It was reported that the patient presented in clinic for lead revision due to potential lead dislodgement that resulted in failure to capture on their left ventricular lead. It was later confirmed via fluoroscopy that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable.

Manufacturer narrative:
The reported events of lead dislodgement and for failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found. All other damages were sustained during the procedure.